Event description:
It was reported that during use of the handpiece with a skull perforator, the patient's dura was torn. There was no report of permanent or serious injury with this event. At this time, the patient's current condition is unknown.

Manufacturer narrative:
Investigation results: the handpiece was received for evaluation and during testing, the handpiece did function. Further investigation found motor failure related to internal corrosion of the handpiece. Please note: the codman perforator is not a conmed linvatec device.